Event description:
Impac device lost communication during the delivery of 123 mu's. Impac stated 35 remained when the linac computer displayed 45, which was the accurate number. The very observant therapists noticed the discrepancy and delivered the correct dose. The patient was not harmed.it appears that a software upgrade resolved this issue.